Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced during evaluation. A review of the event history log identified constant downstream occlusion alarm. The cause was determined to be a failing downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump constant downstream occlusion. The reported problem occurred during testing at biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.